Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the ink on the packaging has changed from red to gray and the customer is not happy. No device or packaging returning.